Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysisand the corresponding production documentation was reviewed toestablish whether a deviation from the manufacturing process could bethe cause for the reported event.the technical investigation of the returned product revealed that bothballoon shoulders and both ends of the stent are slightly opened. Thestent is severely deformed at its proximal end and displaced by about 1mm in distal direction. Microscopic inspection of the guidewire exit portrevealed that both the guidewire lumen and the inflation lumen are slicedopen longitudinally. During functional testing water was found leakingfrom the guidewire exit port. The balloon could not be inflated.review of the production documentation confirmed that the instrumentwas manufactured according to specifications and passed all in-processand final inspections. In addition to visual inspections each instrument istested for air tightness by means of a helium leak test. We can thereforeconfirm that the instrument was delivered in a leak-proof condition.based on the conducted investigations of the device being subject tothis complaint, no material or manufacturing related root cause could bedetermined. The damage at the guidewire exit port was most likelycaused during the preparations for the intervention or during theinsertion phase. The displacement and severe deformation at theproximal end of the stent most likely happened after the actual complaintevent (e.g. During withdrawal back into the guiding catheter).

Event description:
An orsiro drug-eluting stent system was chosen for treatment of a calcified lesion in the distal rca. After placing the stent in the target lesion, the balloon could not be inflated.